Event description:
It was reported that the right ventricle lead exhibited noise. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.